Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading had been elevated. The customer was not hospitalized. The issue persisted through a set change. The blood glucose reading at the time of the incident was not known but at the time of the call was 542 mg/dl. The customer reported feeling angry and numbness in the hands and legs. The customer only treated with the insulin pump. The customer had not contacted a health care practitioner. The customer treated manually. The customer stated that the drive support cap appeared normal and recessed. The customer found air in the tubing and then changed the set and reservoir. The customer was advised to run a manual prime and stated that insulin did exit. The bolus history was accurate. No leaks were found. An alarm was noted in the alarm history for no delivery of insulin. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.